Event description:
It was reported the patient will have a new advance xp implanted because the patient has recurring incontinence with his prior advance xp: original sling may have moved. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Corrected information: the event did not involve a device (advance xp) or is similar to a device that is marketed/commercially distributed in the united states. No medwatch is required.